Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5093647, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing severe pain after trial procedure. The physician pulled the leads and immediately ordered magnetic resonance imaging (MRI) to check for hematoma. A hematoma was found in the spinal canal and the patient had emergency surgery to remove or drain the hematoma. The patient was in stable condition and the pain has subsided.